Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found dired serum on the tip clamp, plunger clamp, and sleeve in the reported problem area of the pipette assembly. The lld contact spring was replaced. The instrument was cleaned, inspected, tested without further problem, and returned to svc.